Event description:
Despite repeated attempts to insert air, the lma proseal failed to hold inflation during patient use. The device was removed and another lma was inserted without incident. Patient complained of throat discomfort thought to be related to the two insertions. Event did not require treatment, as it resolved on it's own.

Manufacturer narrative:
The lma has not yet been returned for evaluation.